Event description:
Customer reported that the t:slim x2 pump battery would not charge despite using tandem charging cable and wall adapter and attempting various troubleshooting steps, including switching to a different wall adapter. There was no adverse impact to the customer¿s blood glucose level as the issue did not affect their glucose management. Reportedly, customer reverted to a backup insulin pump for insulin therapy.